Event description:
It was reported that the patient experienced high blood glucose event on 19 mar 2026 and was treated with insulin via manual injection. The blood glucose was high for more than four hours.

Manufacturer narrative:
Name - medtronic minimed. Street - 18000 devonshire street. City - northridge. State - ca. Zip code - 91325. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380. E1: patient city: bogota. Patient country: colombia.